Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 437 mg/dl. The customer stated she was vomiting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.